Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. The reporter stated that there was no damage to the pump but that there was moisture/corrosion in the pump. The reporter noted that the pump had been exposed to a swimming pool and a hot tub. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the pump powered on to a blank display and the pump was drawing a high current when idle. Additional current draws could not be obtained due to the blank screen. There was evidence of moisture behind the display lens. The pump casing was opened and there was evidence of moisture found throughout the pump internally. Additional testing for the temperature complaint could not be completed due to the blank screen and moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.